Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient did not report injury or medical intervention.it was reported that the patient utilized the transmitter past its expiration date. Dexcom dexcom g4 platinum continuous glucose monitoring system users guide states: dexcom g4 platinum transmitter will last at least 6 month. Once you see the transmitter low battery screen, replace the transmitter as soon as possible. Your transmitter battery may drain as quickly as one week after the alert appears. Dexcom g4 platinum warranty is 6 months.